Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7070-90, lot# i0a52, mfd. 06/23/14, expires 2019-06, (B)(4). Ifuse implant, p/n 7045-90, lot# i0907, mfd. 02/27/14, expires 2019-02, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where two implants were placed. The patient did well initially following the initial surgery but the pain symptoms later returned. The surgeon thought the second implant may have been loose via CT scan. In (B)(6) 2016, the surgeon performed a revision surgery to remove the implants. He attempted to remove the first implant but it was fixed solidly in bone and could not be removed. He then removed the second implant and filled the explant hole with bmp. The status of the patient following the revision surgery is not yet known.